Manufacturer narrative:
Operator error: no malfunction of the power wheelchair suspected. The end user was struck by a truck while sitting in the power wheelchair. Hoveround owner's manual warns end users "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic, cross roads at locations where you are most visible to motor traffic."

Event description:
(B)(6) reports end user was sitting in power wheelchair at a street corner and was struck by a truck making a right-hand turn.